Manufacturer narrative:
Event date: (B)(6) 2018: report date: 09aug2019. The manufacturer's technical services (ts) confirmed the reported pressure set to zero the pressure display is reading 1.07 issue. Advised customer to replace the pcba, data acquisition. The customer replaced the defective pcba, data acquisition to address the reported problem. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported during the performance verification test (pvt) the pressure set to zero and the pressure display is reading 1.07. Customer cycled power on in normal mode then back to diagnostics and the pressure remained the same. There was no patient involvement.